Event description:
It was reported that during a knee arthroscopy the pump leaked water. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update: avoe 27-jun-2025: it was further reported that the leak was caused by the wheel for the ar-6420. It ran to fast, and therefore the water flowed to fast etc. It was tried to change the tubing and to reset the system, but nothing worked. The pump was replaced and the surgery could be completed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was not confirmed. The service evaluation revealed a worn motor at outflow and inflow side along with a worn door lock and a defective touch screen. Furthermore, damages at frontpanel and rubber foot were found indicating improper device handling. A leakage, as reported, was not observed.